Manufacturer narrative:
The device is expected to be returned for investigation. It has not yet been received. The catalog number provided is the international list number that was involved in the reported event. (B)(4). This report represents all the info known by the reporter upon query by hospira personnel.

Event description:
The customer contact reported a separation. The tubing set was to be used deliver an unspecified concentration of saline, at an unspecified date. During priming of the tubing set, it was reported that the tubing separated from the inlet port of the cassette of the tubing set and an unspecified volume of solution leaked onto the floor. The tubing set was replaced and the therapy was initiated. Though requested, no additional info was provided.